Event description:
It was reported that the pump touch screen was scratched and hard to read. There was no reported adverse impact to the customer. The customer declined further follow up from tandem technical support. No additional information was provided.